Manufacturer narrative:
(B)(5). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 812:11. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however, it was known to have occurred in biomed services. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with failure code 812:11 was not confirmed nor duplicated during product evaluation. No record of the failure was found in the event history log. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review revealed that this device was previously serviced for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. Colleague.